Event description:
It was reported that the user experienced a severe low blood glucose event while asleep, with glucose reaching 53 and remaining low for approximately 3.5 hours, and the user did not intervene, stating they let the pump continue operation; the cause was unclear. Symptoms included hypoglycemia, with no symptoms reported due to the user being asleep. Outcomes included an unexpected medical intervention code selection that the reporter later indicated was entered in error, with no treatment administered and no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.